Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to experiencing headaches, high blood pressure, pain in the teeth, shortness of breath, aggressive,lack of mood,to develop a pollyp and shortness of breath. The patient did receive medical intervention in the form of prescription pills for pain killing and blood pressure. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a polyp and shortness of breath. The patient did receive medical intervention in the form of prescription for pain killing pills. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.